Event description:
It was reported that a vio 3 two-pedal footswitch was involved in an incident during an endoscopic retrograde cholangiopancreatography (ercp). The footswitch was used with an erbe electrosurgical unit [esu/generator, model vio 3, part number (p/n) 10160-000, serial number (s/n) (B)(6)], a non-erbe papillotome, and an erbe active cord. No other information was provided regarding any other accessory used in the procedure. The esu settings were endocut I: effect 3, duration 2, interval 2 and forcedcoag: effect 1.7. During the procedure, the physician engaged the "yellow" cut pedal to activate the cutting effect and there was an abnormal higher pitch sound. The cutting was as intended. However, when the physician removed his foot from the "cut" pedal, the unit continued to activate (i.e., deliver the selected output). The staff quickly disconnected the active cord from papillotome and turned "off" the esu. No patient injury was reported. Then, the medical personnel powered the generator back "on" and re-connected the accessories. The doctor continued the cutting and completed the procedure without any further issues (note: the cutting effect was typical, and the sound was normal.). After the case, "with the papillotome disconnected and the active cord plugged into the top mf-u monopolar port, the physician slid the pedal under the cart with the side of his foot when the unit fired by itself, making the previous odd sound while doing so."

Manufacturer narrative:
The involved erbe two-pedal footswitch and esu were thoroughly inspected and tested as applicable. The evaluation was as follows: two-pedal footswitch. The report of the footswtich's cut pedal sticking and not deactivating or causing the unit to self-activate was not confirmed. The footswitch was tested with the esu. Activations and deactivations were normal, and no higher pitch sound occurred (i.e., the accessory worked as intended). However, there was a sticking sound when the pedals were engaged. Upon further examination, a brown-yellowish sticky residue was found underneath both pedals. Also, the footswitch cable had a slit in it (note: unrelated to the incident, the cut pedal screw appeared to be stripped.). No conclusive determination could be made as to if the condition of the footswitch caused or contributed to the reported event. Therefore, the footswitch was being sent to the manufacturer and our parent company, erbe elektromedizin gmbh, for a more in-depth analysis. Esu the generator was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are functioning properly. No problems were found with the esu that could have caused or contributed to the incident. No anomalies were found in the review of the of the device history record (dhrs) for the lot of the footswitch and the esu. If any conclusive determination is made by erbe germany as to the cause(s) of the reported issues, then a follow-up MDR will be filed. The account is being made aware of the findings.